Manufacturer narrative:
The unit did not have a button response due to an unlocked lcd keypad connector. The unit had a minor scratched lcd window, a scratched reservoir tube window, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report a keypad anomaly. The customer dropped the device. The customer's blood glucose level was 170 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.